Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight devices were received for evaluation. Two events were duplicated during testing. One event was not duplicated during testing; however, the device was found to be outside of specification. Two devices were found to be affected by broken-down lubrication. One device was found to be affected by corrosion. The reported event was not confirmed for 5 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.